Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Device history lot: product code 158104108, lot number 8250465. Device history review: 24 parts were manufactured per specification and all raw materials met specification. There were no ncs or deviations associated with this. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states during a left total knee, and insertion and impaction of an insert, one of the anterior locking mechanisms broke. The rep had another one on-site and that one went in no problem. No pieces came detached from the insert and there was nothing left in the patient to retrieve. Surgeon feels he didn't have the insert posteriorly enough and when he impacted it the locking tab was damaged. Doe: (B)(6) 2018.